Event description:
It was further provided that the representative was told by the physician the physician, an "inexperienced hcp,¿ might have made a user error while programming.

Event description:
It was provided that the same programmer and software card were used in this patient as in another patient which is captured in the manufacturer report # 3007566237-2014-01762.

Manufacturer narrative:
Concomitant products: product ID 8840, serial# unknown, product type programmer, physician; product ID 8870, serial# unknown, product type software. (B)(4).

Manufacturer narrative:
Concomitant product: product ID 8840, serial # (B)(4), product type programmer, physician; product ID 8870bbr01a, serial # (B)(4), product type software.

Event description:
It was further clarified that the value that changed was the daily dose. The dose had changed from about 4 mg as noted on printout.

Event description:
It was reported that during a device follow-up a programming error occurred. The physician programmer had changed the value of the patient bolus automatically. This patient mentioned no symptoms and was fine. It was reported that the physician programmer had changed the value of the patient bolus automatically. At the follow up of the this patient it was seen that the patient bolus had another amount as programmed by the physician. This required reprogramming of the pump and nothing happened to the patient. The physician reported that the nvision had changed the value itself; the patient bolus has another amount as programmed by the physician. The following was noted:1 hydal, 6,998 mg,48,139 mg/tag, 588 % 41,144 mg. It was unknown if troubleshooting occurred, if the issue was resolved or the cause of the event determined. No patient symptoms were associated with this event. At the time of the event the patient's status was reported as alive-no injury. This device system delivered hydal. Reprogramming resolved this issue. Additional information/clarification has been requested, but was not available as of the date of this report.